Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated neurogenic bladder, frequency, urgency incontinence, bladder stones, injection of botox, urinary retention, recurrent uti's, exposed mesh along the anterior wall, and cysto.